Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) reported being hospitalized due to peritonitis on (B)(6) 2025. Initially the patient presented to the outpatient home dialysis clinic with complaints of discomfort related to excess fluid. However, after being assessed by the nephrologist, the patient was diagnosed with peritonitis. During follow-up, the patient confirmed being sent to the emergency room on (B)(6) 2025 due to complaints of abdominal discomfort and abdominal pain. A peritoneal effluent fluid culture and cell count were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with two intraperitoneal (ip) antibiotics for 14 days (completed (B)(6) 2025). The patient reported he continued to undergo ccpd while hospitalized and was discharged on (B)(6) 2025. The patient reported having recovered from the serious adverse events and continues to perform ccpd at home without reported issue. The patient is uncertain what caused the peritonitis; however, the patient did not encounter any fresenius product(s) and/or device(s) deficiencies or malfunctions.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) reported being hospitalized due to peritonitis on (B)(6) 2025. Initially the patient presented to the outpatient home dialysis clinic with complaints of discomfort related to excess fluid. However, after being assessed by the nephrologist, the patient was diagnosed with peritonitis. During follow-up, the patient confirmed being sent to the emergency room on (B)(6) 2025 due to complaints of abdominal discomfort and abdominal pain. A peritoneal effluent fluid culture and cell count were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with two intraperitoneal (ip) antibiotics for 14 days (completed (B)(6) 2025). The patient reported he continued to undergo ccpd while hospitalized and was discharged on (B)(6) 2025. The patient reported having recovered from the serious adverse events and continues to perform ccpd at home without reported issue. The patient is uncertain what caused the peritonitis; however, the patient did not encounter any fresenius product(s) and/or device(s) deficiencies or malfunctions.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain and abdominal discomfort, which required hospitalization and antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality cannot be established. However, the patient reported he did not encounter any fresenius product(s) and/or device(s) deficiencies or malfunctions. It should be noted that limited clinical follow-up information precluded a more in-depth investigation. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set utilized by the patient can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.